Event description:
The customer reported his blood glucose history is as follows: he stated that during the needle insertion process he noticed the needle only partially fired the cannula into the infusion site. About 45 minute later the needle clicked once more.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism malfunction (late deployment) or determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria. .